Event description:
An adverse event involving a quickie q7 was reported to sunrise medical on (B)(4) 2013. It was reported that on (B)(6) 2013, the end user was propelling in his wheelchair on the sidewalk when his front casters hit a crack on the ground. The chair came to a sudden stop causing the end user to fall forward out of the wheelchair. The end user hit his head on the ground and was immediately taken to the ER where he was diagnosed with a concussion.

Manufacturer narrative:
The product involved in this incident is not being returned to sunrise medical. This investigation has been closed due to the info that has been provided. No follow up report will be filed.